Event description:
It was reported that the patient developed an infection that was not device related. The source of the infection was a dialysis shunt. The lead was explanted, returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the partial lead was returned in segments, analyzed and the helix was disengaged from the helical channel. It was noted that the outer tubing overlay was melted, the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism.